Manufacturer narrative:
An evaluation of the returned unit has been completed. Upon visual inspection it appears that a thermal event occurred. It is not possible to determine the exact sequence of events that led to the thermal event. However, there is evidence that a short occurred in the lower battery pack between the cells and printed circuit board. There was blackening on the top of the lower battery pack and its printed circuit board (pcb). Cells 2 and 3 appear to have been involved in the thermal event, likely by supplying energy into a fault in the board. Additionally, there was a slight melting of the handset plastic enclosure. This concludes the investigation. A recall is ongoing. (B)(4).

Event description:
It was reported that the battery was attached to the nomad pro and there was a big black hole burnt through the side of the battery. The unit was not in use at the time. There was no report of injury, user or patient involvement, and no impact to patient care.